Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4)_1644408-2025-00588; 804-06-324, s303 - broke/cracked/damaged, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
The blue post augment baseplate inserter broke off into the patient. The surgeon tried to removed the blue post with a burr but was unsuccessful and the blue post was pushed further into the glenoid. The surgeon decided to leave the blue tip into the glenoid. He reimplanted the baseplate with another device.